Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Hospital is not returning device.

Event description:
Patient was initially implanted with a bifurcated stent, suprarenal aortic extension and a limb extension on (B)(6) 2012. A follow up computed tomography showed a type 1a endoleak. The physician elected to explant the device. Patient status is unknown.